Manufacturer narrative:
Pump error 35 noted in the long trace and critical pump error open book noted on the insulin pump due to moisture damage on the electronic assembly. Unable to verify motor error alarm and perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test due to critical pump error. Insulin pump was received with moisture damage on the motor assembly and keypad flex tail. Insulin pump was received with scratched case, pillowing keypad overlay, cracked case behind the pump near the battery compartment, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error during basal. The insulin pump's case was also damaged. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.